Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a carotid artery procedure, the device cut through the tissue instead of clipping. Sutures were used to complete the case with no patient consequences.